Event description:
The surgeon reported that a pt required a second procedure to remove a fiber from the eye. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessarywhen additional info becomes available.